Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 196" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada's service department, the malfunction was duplicated and the bridge board was replaced. The device was recertified and returned to the customer. The bridge board was returned to zoll medical corporation, united states. The malfunction was attributed to a faulty resistor on the bridge board. Analysis of reports of this type has not identified an increase in trend.